Event description:
The tip of the wire broke off. It is unknown if the doctor was able to retrieve the tip. Access was gained to the right posterior tibial artery and a 5fr sheath inserted. Angiogram showed the tibial vessels to be patent. Selective popliteal artery angiogram showed this to be widely patent. Selective distal sfa angiogram showed the very distal sfa to be patent but the vessel appeared occluded just proximal to the adductor hiatus. Multiple attempts at a wire passage through the area of the occlusion were unsuccessful. During the attempted passage through the occlusion the very tip of the 014 asahi penetration wire dislodged but was trapped in a subintimal location. The patient will be brought back at a later date for an antegrade approach. The patient tolerated the treatment well.